Event description:
A nurse reported that the system was showing that suction was on while it was aspirating during a cataract procedure. They exchanged the system to complete the procedure. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the reported event. The system and was unable to replicate the reported event. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for (B)(6) 2013, the date of surgery, did not reveal any nonconformity related to the reported event. Therefore, the reported event cannot be confirmed. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).